Event description:
It was reported that during implant, the physician could not get to engage setscrew for neither a nor v ports. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of setscrew anomaly was confirmed and was due to medical adhesive inside a tip and v tip hex insets. The device was tested and no anomalies were found.